Event description:
It was reported that the 2600 system would not boot up. Error code 253 was displayed on the monitor. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified the need to replace power supply ps1. Ps1 replaced and system test completed. System functioned as intended and returned to service.